Event description:
Clinical study. It was reported that 1854 days after a coronary drug eluting stenting treatment procedure the patient experienced in-stent restenosis and required a target vessel reintervention (tvr). The lesion being treated was located in the distal left anterior descending (dist lad) artery. The physician treated the lesion with placement of a 2.25x16mm taxus express2 study stent. At 1854 days after the index procedure, the patient presented with complaints of shortness of breath and some chest tightness. The patient also had an abnormal stress test with evidence of anterior myocardial ischemia. The patient underwent cardiac catheterization and was diagnosed with angina pectoris/target lesion restenosis. Cardiac catheterization revealed 75% stenosis in the dist lad. The dist lad was treated with a 2.5 x 18 mm non bsc stent. The event is listed as resolved with no residual effects. This event occurred outside of the study follow-up period.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.